Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 15, 2016 that a wallflex biliary rx stent was implanted in the duodenum and papilla to treat a malignant stricture secondary to chronic pancreatitis during a stent placement procedure last (B)(6) 2016. According to the complainant, during a planned removal on (B)(6) 2016 the physician used a forceps to retrieve the stent but it was difficult to grasp because of the inflammation surrounding the ampulla. When the physician was able to grasp the retrieval loop, it broke and multiple attempts of retrieving the stent failed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.